Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced extended infusion set does not last for seven days, event on 12-jun-2024. The insertion site was at thigh. The patient also noticed bleeding from the site. No further information available.